Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chronic kidney disease could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2024 to (B)(6) 2025 for creatinine of 7 in the setting of known chronic kidney disease (ckd). Warfarin induced nephropathy was suspected so the patient was switched to eliquis. The pump operated as expected. The patient was treated for the ckd.